Event description:
IV pediatric extension tubing leaked at connection of site. Infant was hypoglycemic because fluid not infusing into pt. Hosp submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by the hosp wich the hosp has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.